Event description:
It was reported to philips that the user heard a bang, after which the system lost geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was identified that the system was in clinical use at the time of the event. The patient was moved to another room and the procedure was completed. The remote service engineer (rse) reviewed the logfile and confirmed the reported issue. A field service engineer (fse) examined the system onsite and identified that the power distribution unit (pdu) fuse has tripped. Additional diagnostics revealed a defective amc (advanced motion control). The fse ordered and replaced the tripped fuse and amc servo drive. The reported issue was resolved, and the system was returned in good working condition, ready for clinical use. The amc servo drive was returned for failure analysis and an electrical defect was confirmed. The codes were updated based on the investigation outcome.